Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. Olympus was unable to duplicate the users report of "not clicking pictures". The scope image is okay and the switches are working fine. The device passed the water dunk test. The bending section glue was chipped and the bending section had more than 10 frayed wires. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a videoscope was not taking pictures. No patient involvement or injuries were reported. No additional information has been obtained.